Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer responded that the unit was evaluated and tested in service mode with fiber optic module tester, and the unit passed all preventive maintenance (pm) tests including the fiber optic functional test. The iabp was then returned to regular clinical use and no complaints or malfunctions were reported since. No further investigation is required.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) received a fiber optic sensor module failure message. The end user was able to switch to the central lumen as a pressure source. At the time the incident occurred there was no iabp available to swap over to. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) received a fiber optic sensor module failure message. The end user was able to switch to the central lumen as a pressure source. At the time the incident occurred there was no iabp available to swap over to. There was no harm or injury to patient and no adverse event was reported.